Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their sensor alarmed change sensor three times and calibration errors were also received. The customer's blood glucose reading was 75 mg/dl at the time of incident and also went up to 150 mg/dl. Troubleshooting found that the pump went to threshold suspend when blood glucose was 131 mg/dl and sensor glucose was 45 mg/dl. The customer was advised to monitor the current sensor and to call back if any further issues.

Manufacturer narrative:
Reliability analysis inspected one opened/used partial sensor and performed continuity resistance test and sensor failed specifications. Also found sensor with a cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm insertion/needle complaint due to customer return sensor no needle.